Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Additionally, it was reported that a minimum fill notification occurred. Customer¿s blood glucose level was 126 mg/dl. Reportedly, customer continued using pump for insulin therapy.